Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, episodes of false atrial fibrillation due to oversensing were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.